Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. The mtm was returned for failure analysis, and the reported problem was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a surgeon console fixture test platform (sftp) and passed all relevant testing within specification. As a result, the grip springs are a potential root cause.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after sealing with a vessel-sealing instrument on one arm, the grip could not be released and the instrument became inoperable. The vessel-sealing instrument was replaced first, then the sterile adapter was removed and reinstalled, and the system was restarted. After the instrument was removed and reinstalled, it briefly moved but then stopped moving again. Each time, the grip was released using the instrument¿s grip-release slider. When swapping the instrument between arms, a matching-grip prompt appeared but matching-grip could not be completed, and the same behavior occurred when the instrument was attached to another arm while another instrument was operating. The procedure was completed with no reported injury.